Event description:
It was reported that the device delivered forty one shocks for probable atrial tachycardia. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.